Manufacturer narrative:
Approximate age of device ¿ 2 years and 10 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to clinic with intermittent elevated power / flow. Lactate dehydrogenase was within normal limits and no signs of hemolysis. Technical service reviewed the log file submitted which showed some above baseline pump powers. It was reported that the patient was bacteremic, having higher than usual flows with fever. On (B)(6) 2018, blood cultures grew enterococcus. On (B)(6) 2018, the patient experienced a driveline infection of (B)(4). Patient was treated with oral amoxicillin. No additional information was provided.

Manufacturer narrative:
The reported elevations in pump power and estimated flow were confirmed via the submitted system controller log file; however, a specific cause for the reported infection cannot be conclusively determined. The submitted log file contained approximately 17 days of data, spanning from 11dec2017 at 23:41 to 29dec2017 at 9:51, and captured transient elevations in pump power and estimated flow. The log file also recorded 106 pi events throughout its entirety. A specific cause for the change in pump parameters cannot be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.